Event description:
It was reported that during the procedure, glucose sensors from abbott and roche were used, and following installation, an increase in temperature was noted at the ICD device located under the patient¿s upper chest skin. The sensor became inoperable after approximately four hours. The issue is still ongoing when using the glucose sensor. No intervention was performed. Patient remained stable throughout the event.